Manufacturer narrative:
Findings: unit received with critical pump error and pump error (unable to write to internal flash) confirmed in history file, problem isolated. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a critical pump error message after inserting a battery to a new insulin pump. The customer¿s blood glucose level was unknown. The device will be returned for analysis.